Event description:
It was reported that during procedure, the patient's right ventricular (rv) lead had failed to capture. The rv lead was not used and replaced. The patient was stable throughout procedure.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination showed that the inner coil at the connector region was overtorqued consistent with procedural damage. Visual inspection of the lead did not find any anomalies.